Event description:
The suture was used during a chordee repair. Reportedly, the suture broke. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.